Event description:
On (B) (6) 2008 the patient's diabetes reported that the patient unintentionally pulled the insulin cartridge from the infusion device several times causing insulin to spill into the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.